Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending.

Event description:
The pt was a (B) (6) male, (B) (6) with degenerative disc disease. The pt had a 360 interbody procedure 2 days prior to this surgery and the anterior portion was completed on (B) (6) 2009. Prior to opening the wound site, the sales rep and the surgeon were working on trying to attach the polyaxial screw and the extender sleeve. The rep said that nothing appeared abnormal. They used correct technique, however, it took 15 minutes to obtain the appropriate placement. The surgeon was able to continue with other materials that the rep had. There was no harm to the pt. This malfunction has previously been associated with an adverse event.